Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempts were made to gather complete event information; however, no further information including remedial action was obtained. The procedure was resumed and completed with alternative devices (manufacturer unidentified). Reportedly, the patient did not come to any harm although the procedure prolonged (information obtained via distributor). The subject guidewire and the balloon catheter (non-asahi, manufacturer unidentified) that was used with the guidewire were returned for investigation. The guidewire was in the balloon catheter and the wire proximal end approximately 155cm in length was out of the balloon catheter. The shaft of the balloon catheter was wavily deformed in approximately 11cm in length measured from its distal tip. The distal tip of the balloon catheter was deformed and plaque-like tissue was attached on the tip. The guidewire was observed under x-ray. It revealed that the guidewire had its coils stretched but there were no other coil deformity nor core wire fracture were found. Investigation of the production record could not be performed as no lot information was available. Although the device investigation and lot history review could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the investigation outcome, it is concluded that the perforation was due to complex context of operational and patient conditions. During attempts to advance the guidewire through the heavily tortuous and moderately calcified cto lesion, it is presumed that excessive rotational and pushing-pulling force was applied to the guidewire. Sticking with the balloon catheter is though to be related to deformation of the coils which occurred due to rotational force exceeding the product's design limit which was applied while the distal portion of the guidewire had been trapped by the lesion. Being stuck, the guidewire was pulled hard and that pulling force led the coil wire to be stretched and the balloon shaft to be squeezed and wavily deformed. There was no indication of product deficiency. The warnings section of the IFU states that: observe guide wire movement in the vessel. Before a guide wire is moved or torques, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide ire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations.] - never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
It was reported that during ppi for treating a heavily tortuous and moderately calcified cto lesion in the mid tibial artery, an asahi guidewire perforated through the wall of the tibial artery. Whilst in the extra vascular soft tissues the wire tip accumulated tissue that resulted in the wire unable to be removed through the balloon catheter. Both devices were removed and the procedure was resumed with alternative device (manufacturer unidentified).

Manufacturer narrative:
(B)(4). Additional information regarding the patient information, remedial action, and device was obtained via distributor on 01/09/2017. Perforation occurred whilst attempting to cross the lesion. To treat perforation, a balloon was used. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. There was no indication of product deficiency.